Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass, a cracked case at the display window corners, a cracked end cap, broken battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had a cosmetic damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The damage was not caused by vehicle accident and insulin pump was not dropped. The customer insulin pump had a cracks near battery compartments. The customer was advised that insulin pump to be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.